Manufacturer narrative:
Unit unable to prime during prime/a33 test due to faulty back pressure sensor (gold). However unit passed the basic occlusion test, occlusion test and displacement test. No excessive no delivery alarms or motor error alarms occurred during test. Unit had loud motor noise during rewind, anomaly isolated to the motor.

Event description:
The customer reported via phone call that the insulin pump had no delivery alarms and motor error alarms. Blood glucose level at the time of the incident was 498 mg/dl. During troubleshooting, the insulin pump did not show any sign of malfunction. The insulin pump was not replaced or returned for analysis. During a follow up call, the customer stated that the insulin pump had a no delivery alarm. Blood glucose level at the time of the incident was 400 mg/dl. The customer requested that the insulin pump be replaced. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.